Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that when injecting the lens it was noticed that it came out of the injector in a convex manner rather than concave, this made it impossible to implant correctly. There was patient contact. The procedure completed that day . Additional information has been requested and received stating that the lens was not fully implanted. The surgeon started to implant but realized the issue and pulled it out before it was completely implanted.